Event description:
It was reported after a galaxy-assisted biopsy procedure for lesions in the right upper lobe and left upper lobe. The injury was identified in a post-procedure x-ray and a chest tube was inserted, the patient was discharged the same day. There were no malfunctions reported.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis of the scope could not be performed as the scope was discarded. Final inspection and test records confirm that scope used in the case passed each test. Video logs were reviewed and identified 2 use errors: after the user had completed sampling at the lul, they switched their target to the rul at 47:54. An unexpected scope shape alert appeared at 49:10 and continued insertion commands. At 56:12, the user receives the same alert and the scope moves forward a few mm into the lesion position, the user then begins the first needle biopsy on the rul. At 60:24 the user receives the same error of unexpected scope shape, fluoro shot showed signs of buckling. The user continues to insert and receives a "high insertion detected alert followed by a collision detected at 61:57. The user continues to insert despite the notifications; the scope then moves through the parenchyma. The user then retracts from the newly formed hole. This is a use error, to which the user continues to insert as scope buckles in the airway. At 93:34, as the user is attempting another biopsy, the tool is extended beyond the lesion's location. This is indicative of a use error, to which the user inserts the biopsy tools too far. The physician did not attribute the injury to the galaxy system, instead indicating that the cause was related to the biopsy procedure and lesion location, potentially involving the cryo probe or arc point needle. In conclusion, the injury is most likely attributable to either the tools used during the biopsy or a use error. Given the physician's assessment that the injury was caused by the biopsy and lesion location, coupled with the identified use error, specifically, the tool being extended too far. It is reasonable to conclude that the injury resulted from the tools and was exacerbated by the use error. Furthermore, no device malfunctions were reported. This complaint is reported due to the following conclusions: a pneumothorax was identified on a post-procedure x-ray after a galaxy-assisted biopsy procedure. A chest tube was inserted and the patient was admitted and discharged the same day. The physician did not attribute the injury to the galaxy system. There were no malfunctions reported and video review identified 2 use errors.